Event description:
Pt experienced acute stroke at 6:30 am, was brought to the hospital and given IV t-pa. Pt had a national institutes of health stroke scale (nihss) score of 33. Intervention began at 10:00 am, internal carotid artery/middle cerebral artery (ica)mca) clot was found and the physician felt that it was due to a dissection of left ica. Trevo pro catheter was advanced into m1/m2 segment, trevo device was deployed and was successful in removing clot. It was observed that the ica dissection had worsened so the physician proceeded to place 2 carotid stents to control dissection. It was then observed that the vessel was clotted again into the mca. Physician performed a second trevo pass and upon pulling back, the trevo became stuck in the distal aspect of the distal carotid stent. Physician performed multiple maneuvers including the advancement of a larger marksman mc, dac 057, penumbra neuro max, 5 max and 6fr guide advancements without success. Physician was not able to get the trevo out. It was decided to send the pt to vascular surgery to attempt carotid cut down and device removal. Pt final outcome is not known at this point.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the trevo pro 4 device could not be reviewed.